Event description:
It was reported by rep the device was used used during laparoscopic cholecystectomy. It was reported after making skin incision for the umbilical port. The surgeon used an armed 511sd out of the lap chole kit (fdc10: lot#l4am5x) for his umbilical/camera port. As he entered the abdominal cavity he said "this doesn't feel right". When the camera was put in immediately lots of blood was present. The patient was then opened and a nick was noticed in the posterior peritoneum as well as the omentum. The surgeon said that the safety shield malfunctioned. The biomed department has possession of the trocar.